Event description:
Surgeon reported that he needed to perform a revision surgery on a pt who had received a bone void filler implant during a foot/ankle procedure, which had been performed by another surgeon approximately 6 weeks prior. The reporting surgeon stated that a white milky substance was erupting from the pts surgical wound. Multiple attempts were made to obtain additional device and pt information, but non was provided by the initial reporter.

Manufacturer narrative:
This medwatch report was completed using the information provided by the initial reporter/healthcare professional. Any missing or incomplete data is the result of the information not having been provided. A review of the manufacturing records for the subject graft was not possible, as lot information was not provided by the initial reporter. Multiple attempts were made to obtain additional device and pt information, but none was provided. The product literature/labeling lists wound complications such as "site drainage", and "extrusion of product with or without side effects", as possible adverse outcomes of product usage. No further action is required. This investigation is considered closed.